Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the axes controller setup (acu) involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the issue via the error logs but were unable to replicate the issue via in-house testing of the usm. There were no signs of damage and the set up joint (suj) passed all tests. The unit was installed on the system and no errors were triggered. The unit was tested on the patient side cart fixture test platform (pftp) and passed all tests. Errors 32097 and (B)(4)were found in the field logs pointing to the acu hardware errors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a fault on the usm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) and usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis (fa) confirmed the issue via the error logs but were unable to replicate the issue via in-house testing of the usm. There were no signs of damage and the usm passed all tests. The complaint regarding the fault on the usm was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The proximal suj was received, however, at this time, evaluation is not yet complete. A follow-up MDR will be sent post-evaluation and/or if additional information is obtained. A log review confirmed the general surgery procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a fault on universal surgical manipulator (usm) 1. The site disabled usm 1 to continue the case. The technical support engineer (tse) confirmed multiple usm 1 error in the logs. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue first occurred during the procedure. After disabling the arm, the procedure was completed with three system arms without any injury or harm to the patient.